Event description:
It was reported that there were high lv (left ventricular) thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7000, competitor lead, implanted: (B)(6) 2008; 5076-52, lead, implanted: (B)(6) 2008. (B)(4).